Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device had a bent tip. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a broken tip. Therefore, the reported condition was confirmed. It was determined that this was caused by a failure to follow directions for use. It was further determined that the burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber of the device. The device was then forced into a position which placed the distal tip of the burr device into compression. At this point, the tip of the burr device was in direct contact with the neuro tip of the device. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.